Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked urine from an unknown location.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Inspection of the exterior of the sample did not find any evidence of a failure that would support the reported event. The sample was tested using a lab syringe, and the balloon was inflated with 10ml of water using normal fill technique. No failure was observed that would support the reported event. The evaluation found no abnormalities, due to no leakage observed on the catheter. The exact time and how event occurred cannot be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the catheter leaked urine from an unknown location.